Manufacturer narrative:
This is the final report.

Event description:
A report was received that a trial patient was experiencing a clear fluid discharge from the incision site and a headache. The physician performed a blood patch and explanted the trial leads. The patient is reportedly doing well after the procedure and her headache was resolved.